Event description:
Device was returned for repair for service. During service, technician found that the power module for the trauma recon system did not function and there were fluid residues inside, and the battery cover was melted, due to it having been autoclaved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was malfunctioning and the battery cover was melted. This was attributed to faulty handling. The device was replaced and returned unrepaired to the customer on (B)(6) 2013. Placeholder.